Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reportable issue was traced to component failure expected or random component failure without any design or manufacturing issue. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited tear in the channel of forceps passage. There was no patient involvement.